Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 168 and 483 mg/dl (fasting, back to back). The customer's expected fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is (B)(6) 2016; strips are expired. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with 168mg/dl and 483mg/dl, fasting results.